Event description:
It was reported a new pump was implanted in (B)(6) 2011, and that the patient developed an infection about 1 week after pump implant. The pump had to be explanted sometime in (B)(6) 2012, and the patient currently has no implants. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was previously noted that the infection occurred one week after implant. Additional information stated the infection actually occurred less than one week prior to explant that happened in (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), implanted:1997-(B)(6), product type catheter. (B)(4).